Event description:
It was reported that the patient experienced a loss of stimulation efficacy on the left side (right brain). There was robust return of tremor and tingling at very high output. The doctors scheduled surgery to expose the lead, examine, and likely replace on (B) (6) 2009. The managing neurologist also noted high impedance (>4000 ohms) across the array. Both the managing neurologist and the neurosurgeon reported seeing a plain film x-ray that displayed a possible lead fracture.

Manufacturer narrative:
(B) (4)